Event description:
It was reported, "the 3 packs of the cement harden for only 3 min 2 times. Revolution was used. So, the surgeon used spare cement, mixing system and cement gun (they were not stryker product)." Operation room temp was about 24 c. The cement and mixing system were stored in 28 c. All monomer and polymer were used.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.